Event description:
When the physician inserted a pathfinder 16 into the "cs" using a venaport d90, the shape of the platinum coil changed. The physician continued the procedure with the changed shape and the coil came off. The platinum coil was retrieved and there were no problems with the pt's health.